Event description:
In rptr's opinion, a 42-year-old woman died after an emt attempted, but was unable, to defibrillate her because the defibrillator the emt used failed to operate. He described the following: on 1/18/95 the fire station received a call that a woman was having a heart attack. When the emt squad arrived they found that woman was being given CPR by family members (length of time of CPR unknown). After examination, the emt attached defibrillator pre-gelled pads to the pt and turned the battery operated, portable defibrillator on, set to the analyzing mode. The led screen indicated the pt was in ventricular defibrillation; the device began to charge and appeared to be preparing for shock/discharge. When the screen indicated it was ready for shocking the pt, the unit just shut off. There were no messages displayed on either the rhythm display screen or the command display screen. Reportedly the voice command did not work either. (Normally a simulated voice says "stand clear" prior to the paddle discharging.) The emt attempted to turn the unit back on by closing and reopening the device lid (as one has to do with this model) but was unable to get it to turn on. The squad did not have a back up unit so the pt was never defibbed. When the emt squad returned to the station, the emt checked the battery and found it was fully charged. The emt ran the device through the simulator and it worked; the device delivered 260 joules using the simulator. The emt noted that again the voice command did not work during this simulation test. This test took place approx 45 minutes after the house call. The device had been successfully used for "monitoring" heart rhythms approx 10 hours before this incident; and the device, and its battery had been checked at the beginning of the shift and found to be in good working order. Device did not indicate poor contact or high impedance; and the station never had problems with this particular device.